Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook had broken plastic on the tip. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The permanent cautery hook was analyzed and found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly 0.286¿ x 0.229¿ in size. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Further investigation confirmed additional observations. The instrument was found to have dried residue around the clamping pulley cable groove.